Manufacturer narrative:
Belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files confirmed that the device delivered a monophasic pulse. The product malfunction did not cause or contribute to an adverse event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The root cause investigation into monophasic pulses found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A corrective action has been initiated and real-time review PMA supplement for a design change to address this issue was submitted to FDA on 07/06/2015. No adverse event resulted from the monophasic pulse.

Event description:
A us distributor notified zoll of an appropriate defibrillation event consisting of one shock. The lifevest delivered a 113j monophasic pulse at 9:38 am. The rhythm at the time of the treatment was vt. The post-shock rhythm was atrial fibrillation at 90 bpm. At 9:39 am, the device detected a non treatable rhythm and the response buttons were pressed. The response buttons functioned appropriately. At 9:51 am, the electrode belt was disconnected.